Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior wall and transvaginal tape procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the patient had a vein injury that occurred from her left deep uterine vein which resulted in intraoperative and postoperative hemorrhage. Subsequently, the patient underwent retroperitoneal laparotomy ligation and surgical hemostasis to manage her bleeding. Additionally, the patient received a blood transfusion.